Event description:
An endeavor sprint rapid exchange (rx) drug-eluting coronary stent (details unk) was deployed in to a pt. The target lesion, located in the proximal and mid lad was described as a complex lesion which was also involving the first diagonal branch of the lad. However, it was reported that after the deployment of this stent dissection was confirmed at the distal edge of the stent. To treat the dissection, an attempt was made to place a second endeavor stent distal the first stent. However, it was reported that this stent would only pass 1 or 2 mm into the origin of the diagonal artery and on removal from the pt it dislodged in vivo (MFR # 2953200-2010-01858). The physician was able to insert a balloon and deploy the dislodged stent in the vasculature. The pt is reported to be fine and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: root cause of the event cannot be determined based on info available, dissection.